Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a persistent atrial fibrillation ablation, a farawave was selected for use. The sheath and the catheter were prepared without issues. The device was placed into pulmonary vein for ablation. During procedure, before the catheter was deployed, the physician informed that there was significant difficulty in moving the rosen guidewire. The ablation catheter was removed outside of body, and the rosen guidewire was replaced with a new one. However, the problem persisted. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. Based on the information provided within the event description, the device was used for persistent atrial fibrillation (af) ablation is considered off label use for the farawave device since the catheter is intended to be used to treat paroxysmal atrial fibrillation (paf).

Event description:
During a persistent atrial fibrillation ablation, a farawave was selected for use. The sheath and the catheter were prepared without issues. The device was placed into pulmonary vein for ablation. During procedure, before the catheter was deployed, the physician informed that there was significant difficulty in moving the rosen guidewire. The ablation catheter was removed outside of body, and the rosen guidewire was replaced with a new one. However, the problem persisted. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.